Event description:
It was reported that the patient's device and leads were removed due to bacteremia and a pocket infection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 694758 lead implanted: 2008 -(B)(6); 1788tc lead implanted: 2007 (B)(6). (B)(4).